Event description:
F/u 4-27-00 the pt had a preexistent cornea guttata ods. On 1-25-00 an uneventful "phaco" of the right eye had been performed with the use of healon gv. During the operation on the 3-30-00. Directly after introduction of healon gv, a progressive endothelial swelling and a subsequent clouding of the cornea occurred. The operation was stopped. The intraocular pressure was normal. Three hours after the operation the cornea gradually cleared. During frequent observation of any other adverse reaction like iop raise and swelling of the lens was not observed. On 4-26-00 the cornea was clear. Syringe sent to the MFR and batch no. Retrieved. Results from technical investivation is expected.

Event description:
Cloudy cornea (corneal opacity). Spontaneous report. An ophthalmologist reports a pt who had cataract extraction eye surgery with healon gv on 3/30/2000. Pt developed cloudy cornea, immediately after injection in the eye. The operation was cancelled. Complete recovery. The rptr assessed the event to be a "serious injury". The syringe was sent to a bacteria laboratory for investigation and the result of the test for bacteria was negative. The rptr was asked to send the syringe to the MFR. Case comment: there have been a few rare reports on corneal edema immediately after injecting healon gv. The most probable explanation is a toxic reaction to the corneal endothelium. In some cases resterilized cannulas may have been used. In such cases, rests of detergents in the cannula could be pressed into the eye. There is also the remote possibility that the endothelium could be damaged by the needle. Clinical event occurring in a reasonable time relationship but where other factors around the surgical intervention offer a more probable explanation. The purpose of case reports is to generate signals of potential medical device-related problems. Cases are reviewed to ensure that any actions necessary to continue to provide for pt safety are undertaken and to meet requirements by regulatory agencies. Although reasonable attempts are made to obtain what info is available, review must often be done on the basis of incomplete and perhaps conflicting data. For any given report, there is no certainty that the medical device caused the incident as it cannot be proven definitively from the data available that a device is the cause of the event. Submission of a report does not constitute an admission that the MFR or product caused or contributed to the incident.